Event description:
It was reported that, "tibial alignment ankle clamp em type was broken when removed the tibial resection assembly during tkra surgery with triathlon. This surgery was simultaneously both knee replacement surgery but there was no adverse consequences except surgeon was embarrassed."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.